Manufacturer narrative:
The device was returned to the manufacturer and evaluated. Both the tip and catheter were returned. Visual inspection confirmed there was a glue filet present, in the correct location, proximal to the tip. A deformation was also noted on the distal tip. The groove in the deformation was measured to be .005" across. No defects were observed on the delivery catheter. The tip was cut axially down the length to inspect the adhesive deposition. Using a black light, glue was determined to be present on the correct bond location within the tip as well as the surface of the inner catheter. Backloading the device and breaking though the occlusion with the backend of the guidewire likely caused the tip to become compromised and ultimately separate from the delivery catheter. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There have been no similar complaint events for this lot number. The device labeling includes the following warning statements: "examine the venacore thrombectomy catheter prior to insertion to verify it is not damaged." "Avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, collapse, and retract the coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." Manufacturer reference #: (B)(4).

Event description:
A male patient with deep vein thrombosis (dvt) underwent dvt thrombectomy using inari devices on (B)(6) 2024. He had a history of dvt in 2023. The clot age was estimated at 175 days. Prior to thrombectomy, the physician attempted to load the device onto the guidewire but noticed the lumen was blocked approximately 1mm into the lumen. As an attempt to troubleshoot, the physician flipped the device and inserted the stiff proximal end of the amplatz super stiff guidewire through the proximal end of the venacore. It was advanced to the distal tip where resistance was felt again, though the physician was able to break through with force. The procedure continued uneventfully using the venacore device and after the eighth pass, the physician over-sheathed the tip using the delivery catheter. No resistance was felt as the physician continued to push forward beyond where the tip is anchored. The tip was pushed distally by the delivery catheter as it detached from the inner shaft. The venacore catheter was removed from the patient while the tip remained on the treatment guidewire, in the patient's body. The physician was able to remove the tip by snaring it on the treatment guidewire and removed both the tip and guidewire together. The case was concluded. Approximately 30% of clot was removed. There was no resulting patient injury, and the patient was in stable condition after the procedure.